Manufacturer narrative:
The complaint of premature battery depletion was not confirmed in the laboratory. Review of the device image revealed false elective replacement indicator (eri) alerts were tripped when the battery voltage was above but approaching eri voltage. The device was tested on the bench and a longevity calculation was performed and found that the battery depletion was normal based on device usage.

Event description:
It was reported the pacemaker exhibited premature battery depletion. The device was removed. No further information was available.